Event description:
It was reported that, externalized conductors were observed between the svc and rv coil. Electrical measurements were normal. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.